Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a device change out procedure due to normal elective replacement indicator, upon interrogation, lead noise issue was observed on the ventricular intracardiac channel on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.